Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient presented to the emergency department (ed) four days post procedure with concern for a possible deep vein thrombosis (dvt) after the use of two mynx control venous vascular closure devices (vcd) were deployed in the right groin. The patient had bleeding, a deep vein thrombosis with onset date four days post procedure and an infection that was confirmed by culture. Antibiotics and manual compression was used to treat the patient. A follow up ultrasound was performed where a small non-flow limiting thrombosis was found in the emergency room post follow up appointment. The total time to ambulation was two hours. The right limb had the complications with two access sites. The approximate distance of the sites were 4mm. The unknown cordis sheaths were downsized to 8f unknown cordis sheaths. There were no other closure devices used in the affected limb. Two other devices were used in the left groin a supraventricular tachycardia (svt) procedure. There was no ultrasound performed prior to discharge. The physician performed the procedure. Ultrasound examination showed a non-occlusive, acute deep-vein thrombosis in the right groin. The devices will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, a patient presented to the emergency department (ed) four days post procedure with concern for a possible deep vein thrombosis (dvt) after the use of two mynx control venous vascular closure devices (vcd) were deployed in the right groin. The patient had bleeding, a deep vein thrombosis with onset date four days post procedure and an infection that was confirmed by culture. Antibiotics and manual compression was used to treat the patient. A follow up ultrasound was performed where a small non-flow limiting thrombosis was found in the emergency room post follow up appointment. The total time to ambulation was two hours. The right limb had the complications with two access sites. The approximate distance of the sites were 4mm. The unknown cordis sheaths were downsized to 8f unknown cordis sheaths. There were no other closure devices used in the affected limb. Two other devices were used in the left groin a supraventricular tachycardia (svt) procedure. There was no ultrasound performed prior to discharge. The physician performed the procedure. Ultrasound examination showed a non-occlusive, acute deep-vein thrombosis in the right groin. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2511301 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and due to the nature of the event, the reported customer complaint " deep vein thrombosis, infection, and bleeding" could not be evaluated. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ access site bleeding is a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Deep vein thrombosis is a potential complication that can occur due to the procedure and/or vcd and is listed in the IFU as such. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.